Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of customer's hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 444mg/dl. The customer was still in the hospital being treated for the highs. Troubleshoot was conducted. The pump was found to have passed testing. The nurse was advised to conduct full set and reservoir change. The customer was advised to monitor the device and call back if issues persist.